Event description:
It was reported that the infusions were not running correctly. The rate was 0.6 ml/hour and locked at 0.6 ml/hour minimum and maximum rate. The rate was 0.6 ml/hour and a volume of 110 ml. It was running out 8-9 hours early. No patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.